Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with an ipg. Following the procedure the ipg was inoperable due to communication issue. Later that day the patient was taken back to surgery where the ipg was explanted and replaced which restored stimulation and the issue was resolved.